Event description:
--

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The patient was scheduled for a device replacement procedure. However the device currently remains in service. No adverse patient effects were reported.